Event description:
The event involved a tego¿ connector where the customer reported that they observed cracks at the insertion of the syringe noted during patient dialysis. The device was changed out/replaced with no further problems encountered. The customer reported additional information stating that no flow or high back pressure during dialysis through the dialysis machine before starting dialysis with syringe. The medication involved lock citrate 4% which was stored in a dry, heated building. There was patient involvement but harm was not reported as a consequence of this event. This is report 6 of 10.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received. E1 - contact phone number - (B)(6).

Manufacturer narrative:
The complaint on the d1000 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was reviewed and no non conformities were found that would have led to the reported complaint. Additional information d9.